Event description:
Following use of an angioplasty balloon, a dissection was apparent. A rotablator advancer was then used. Subsequently, the pt developed ventricular tachycardia and slow flow and was sent to surgery.